Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cr insert. Additionally, an unknown cr femoral component was reported. At this time, it cannot be determined which if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that there was a right knee revised due to patient pain, intra-op nothing was found.